Event description:
It was reported that a patient suffered a second dislocation at sometime bearing r3 constrained liner. Date of the occurrence of this incident is unknown

Manufacturer narrative:
The associated complaint device was not returned. Without the actual device involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. The clinical medical investigation concluded that no relevant clinical medical information was provided to conduct a thorough medical assessment. No further actions are being taken at this time. We consider this investigation closed.